Event description:
It was reported that the patient presented for an implant procedure. The right ventricular (rv) lead was introduced using a sheath and guided under fluoroscopy into the right ventricle and active fixation deployed in the apical septum. Parameters such as sensing were good but no capture could be obtained. A test was run and capture still could not be obtained while sensing was good. The rv lead was exchanged. Parameters were great. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.